Event description:
It was reported that the patient developed an hematoma as a result of strenuous activity which put pressure on the subcutaneous tissue. Surgery was performed; the hematoma was cleaned out and the pulse generator was placed sub-muscularly. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.